Event description:
Medication was not injected into the patient while administration/y didn't hear any click sound and the needle also didn't come out [device failure]. No adverse event [no adverse event]. Case narrative: this spontaneous report concerns of events device failure and no adverse event in a 17-years-old male patient (race was not reported) from the united states. The patient's age at the time of event experience was 17 years. On (B)(6) 2025, amneal pharmaceuticals received information from pharmacist via an email concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). On (B)(6) 2025, the patient was being treated with epinephrine auto-injector 0.3 mg (dose, frequency, and therapy date not reported) (batch no: g250110x, exp. Date: 30-sep-2026, ndc: 0115-1694-49 and serial number was not reported) via intramuscularly for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. On (B)(6) 2025, the patient received the medication. On (B)(6) 2025 while the patient was experiencing an anaphylactic reaction, the patient's father attempted to inject the medication. After holding the injector on outer thigh for 10 sec they didn't hear any click sound and the needle also didn't come out and they tried once again with the same injector and they still have same issue. He then used a second injector and it works well. Further he stated that they followed all the instructions and requested replacement. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter causality assessment of event device failure as related, while the reporter causality assessment of event no adverse event as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 20-aug-2025. New information received includes qa investigation report attached with this case. Based on the investigation of complaint (B)(4) for epinephrine auto-injector 0.3 mg, lot g250110x (exp. Sep 2026), the reported allegation of device non-activation (¿didn¿t hear any click sound and the needle also didn¿t come out¿) was not confirmed. Manufacturing and assembly records from phillips (pmm) showed all in-process and final release testing met specification, with no deviations or discrepancies identified, and retain samples confirmed acceptable performance. Evaluation of the returned complaint sample by amneal demonstrated the device activated, deployed the needle within specification (0.5095 in.), and delivered the intended dose, as evidenced by visible tissue residue on the needle. No structural, mechanical, or functional defects were observed. (B)(4). All of these complaints were not confirmed, and no adverse trends or stability concerns were identified in the annual product report. Instructions for use (IFU) and labeling were reviewed and found to be FDA-approved, clear, and adequate, requiring no changes. Risk assessment confirmed that the failure mode is captured in the current pfmea and no new risks were identified. In conclusion, the complaint condition was not confirmed, and investigation findings support that the device operated as intended. The most probable root cause is user error, including misinterpretation of product cues (failure to perceive the click or confirm needle deployment) and/or non-adherence to the IFU. No corrective or preventive actions are required, and there is no impact on product quality, patient safety, or regulatory compliance. All lots released to the market were produced in accordance with approved specifications and procedures. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter causality assessment of event device failure as related, while the reporter causality assessment of event no adverse event as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Medication was not injected into the patient while administration/y didn't hear any click sound and the needle also didn't come out [device failure]. No adverse event [no adverse event]. Case narrative: this spontaneous report concerns of events device failure and no adverse event in a 17-years-old male patient (race was not reported) from the united states. The patient's age at the time of event experience was 17 years. On (B)(6) 2025, amneal pharmaceuticals received information from pharmacist via an email concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). On (B)(6) 2025, the patient was being treated with epinephrine auto-injector 0.3 mg (dose, frequency, and therapy date not reported) (batch no: g250110x, exp. Date: 30-sep-2026, ndc: 0115-1694-49 and serial number was not reported) via intramuscularly for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. On (B)(6) 2025, the patient received the medication. On (B)(6) 2025, while the patient was experiencing an anaphylactic reaction, the patient's father attempted to inject the medication. After holding the injector on outer thigh for 10 sec they didn't hear any click sound and the needle also didn't come out and they tried once again with the same injector and they still have same issue. He then used a second injector and it works well. Further he stated that they followed all the instructions and requested replacement. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter causality assessment of event device failure as related, while the reporter causality assessment of event no adverse event as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.